Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the characters on the display were illegible after system power on. The complainant indicated that there was no patient involement in the reported malfunction.